Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, order for patient was not crossing over to station. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the duplicate patient accounts in the emergency room system. The technical support specialist advised the client to reconcile two patient visits, go to settings, patients and visit reconciliation. Use filters like "last name" to search and select the source visit. On the next screen, verify the source details, then use filters again to find and select the target visit. Review all information on the confirm screen, check the acknowledgment box, and click confirm to complete the reconciliation. The tss confirmed that the patient was discharged and customer acknowledged.